Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient fell on his scs ipg site and subsequently began experiencing pocket heating while stimulation was on. An sjm representative met with the patient for system reprogramming which temporarily resolved the issue. The patient later continued to experience pocket heating and as a result is meeting with his physician to discuss possible surgical intervention to address the issue.